Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and a new rv lead was placed. This lead will be returned. No additional adverse patient effects were reported.